Manufacturer narrative:
Updated sections: d4 expiration date and unique identifier (UDI) number, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: h6 device code(s). Structural valve deterioration (svd) is the most common reason for bioprosthesis replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 6 years and 10 months underwent a valve-in-valve procedure due to severe stenosis, severely restricted leaflet motion and trivial regurgitation. The patient presented with congestive heart failure. The procedure was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transferred to recovery room in stable condition. Patient was discharged on pod #8. Per the medical records: the patient presented with hypotension, in chf, with aki, ascites, with two history of generalized weakness and 3 days of nausea and vomiting. The patient developed undifferentiated shock, it is noted likely from sepsis prior to valve in valve procedure.